Event description:
It was reported that the event resulted in in-patient or prolonged hospital stay. Session data report from (B)(6) 2013 showed the device system was used to infuse dilaudid, baclofen, bupivacaine. Additional information received reported that the event was lower back ¿bulge¿ and it was an ongoing event. No action was taken, no diagnostics were done. The etiology was the incisional site/device tract: catheter tract and was possibly related to the device or therapy but was not related to the implant procedure. The event was severe.

Manufacturer narrative:
Product ID 8835 serial# (B)(4); product type programmer, patient product ID 8781 serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4) low back bulge/ etiology: incisional site/device tract: catheter tract device (B)(4) possibly related to the device or therapy

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported through logs at the time of the event the patient was receiving dilaudid (2.0 mg/ml at 0.9993 mg/day) and bupivacaine (30.0 mg/ml at 14.989 mg/day) via a implanted pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the patient's weight was not measured. Weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced a cerebrospinal fluid (csf) leak . The patient has a lump in the general area of the catheter tract. The patient's wife reported symptoms and brought her husband to the hospital. The patient was inpatient at a hospital where "cpsc" does not have privileges. The patient was scheduled for an MRI on (B)(6) 2013. The etiology was surgery/anesthesia; possibly related to device or therapy. The outcome was resolved without sequelae on (B)(6) 2013.